Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after procedure, the patient had pneumothorax on the left chest post-bronchoscopy via chest x-ray. Pigtail catheter was placed in chest to treat pneumothorax.